Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error message please wipe the connector was not confirmed. Device evaluation found adhesive on bending section cover had a chip, light guide cover glass had a scratch, and forceps elevator lever (surgical products) had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope error message please wipe the connector appeared. There were no reports of patient harm.

Event description:
The legal manufacturer clarified that the customer also encountered no image as a result of the error code.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: b5, h6 medical device problem code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Since the message "please wipe the connector" was displayed in the complaint information, there could be stain or moisture adhered to the scope's video connector or the electrical contacts on the connector output socket on the video system center side. Therefore, it is likely that the adhesion caused a temporary continuity abnormality, which caused the video system center to report a communication error. The inspection method as described in the operation manual: "important information ¿ please read before use warning: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.